Manufacturer narrative:
Patient date of birth was reported as an unknown date in 1956. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as an unspecified patient error. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Dianeal therapy remained ongoing. Thirteen days after the event onset, the antibiotics were discontinued and the patient was deemed recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.